Event description:
See section h, number 6 for investigation updates.

Event description:
See section h. Number 3 for investigation updates.

Event description:
The company was made aware on 05/05/2021 that a patient had undergone pocket revision due to charging issues as a result of the neurostimulator (ipg) being too deep.